Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was trying to implant a depuy, cancellous, 6.5 bone screw into the a new, acetabular, gription cup, the ratcheting screwdriver "stripped" and would not turn the screw into the bone. There were no loose pieces, and the case was not delayed, because we quickly opened another screw set, and handed the surgeon another driver. To recap: the ratcheting screwdriver handle in our set would not advance the bone screw. The ratcheting mechanism stripped out. The case was not delayed in any way. A different screwdriver was used to finish the surgery. This instrument has been retained and is available for your inspection, if requested.